Manufacturer narrative:
The customer did not have the breast pump with her at time of call and was unable to troubleshoot. The customer has been requested to contact customer service so that her issue can appropriately be addressed. As of the date of this report, the customer has not done so. In follow up with a complaint handler on 7/13/2021, the customer indicated she had been diagnosed with mastitis and prescribed antibiotics at the hospital while using her medela breast pump. The customer was subsequently contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that she was unable to express any milk when using her pump in style breast pump, which caused mastitis.